Event description:
Country of complaint: (B)(6). Thread is detaching from the needle when opening a new pack. And thread detached from the needle before closing the last two stitches.

Manufacturer narrative:
Manufacturing site evaluation: evaluation is on-going.